Event description:
The pt underwent an implant procedure for a permanent scs system which included placement of a cervical paddle lead. Allegedly, the pt's hospitalization was extended by 1 day due to complications from the produce. It was reported the pt had two pressure points above his eye that were swollen. The pt was discharged from the hospital after 2 days. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.